Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly original surgery was performed at (B)(6) 2018. The surgeon found swelling of affected area and he took a x-ray and found a dislocation. And he studiously performed a closed reduction with stupefaction. And a dissociation occurred. Finally, he performed revision surgery with perfecta bipolar cup on (B)(6). The surgeon experienced same incident on (B)(6) 2017((B)(4)). He hasn't ever experienced same incident. He terribly suspects our quality.